Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Manufacturer narrative:
The customer¿s biomedical engineer performed a system inspection and found remnants of broken cover snap pieces in the swivel mechanism. After clearing all of the remnants, he determined the column would function properly. It would engage and lock when it should, and he is monitoring the system to see if there is a recurrence of this issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.